Manufacturer narrative:
Additional information: lot number for product ID: bi31000129 is rev. 1: s/n (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the ribbon cable between the atp board and fluoro cpu was faulty. It was replaced. The imaging system then passed the system checkout and was found to be fully functional. The replaced component has been received by the manufacturer. However, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The fluoro cpu was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. No failure was found while it was under analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi31000129, serial/lot #: unknown, ubd: unknown, UDI#: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the site was unable to boot up the system and complete the rad/gain calibrations. There was no patient present when this issue was identified.